Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that with a filled cartridge in the pump, the pump was priming the infusion set during the load step. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Follow up #1 date submitted: 10-apr-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 09-apr-2019 with the following findings: review of the black box data showed that due to continuous use of the device after the alleged malfunction occurred, the data from the date of the alleged event had been overwritten. The black box contained data from (B)(6) 2019. On investigation, the pump was powered on and rewind, load and prime steps successfully completed without the occurrence of load step malfunction. Investigation did not duplicate the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.